Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal], diffuse muscle pain [muscle pain], tingling in the extremities [paraesthesia of limbs]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 869758) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced myalgia ("diffuse muscle pain") and paraesthesia ("tingling in the extremities") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (recovery total hysterectomy). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myalgia, paraesthesia or medical device removal. The reporter commented: occurrence period: 10 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] diffuse muscle pain [muscle pain] tingling in the extremities [paraesthesia of limbs]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-sep-2024. The most recent information was received on 11-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 869758) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2012, the patient had essure inserted. On unknown date she experienced myalgia ("diffuse muscle pain") and paraesthesia ("tingling in the extremities"). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for myalgia and paraesthesia were unknown. On (B)(6)2024, 4605 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. No causality assessment was received for essure with regard to myalgia, paraesthesia or medical device removal. The reporter commented: occurrence period: 10 years. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Lot number:869758 manufacture date:2011-06, expiration date:2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-oct-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.